Event description:
Ous MDR - after implanting the lead to ra, measured pacing impedance showed over 3000 ohms via the psa module of the renamic. However, measurement of rv-lead did not have any problem. Therefore the physician exchanged this lead as well as the renamic. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.